Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the crimped stent found a stent strut on the mid section of the crimped stent was lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified location. A 2.75x28mm promus element¿ plus stent was selected to treat the lesion. During the procedure the device was unable to cross the lesion. Plain old balloon angioplasty (poba) was performed to finish the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed stent damage.